Event description:
Per the clinic, the patient underwent an MRI procedure (1.5 tesla) on (B)(6) 2026. It was reported that the patient's head was improperly wrapped. During the procedure, the patient experienced pressure sensation and intense pain in the implant area. After stopping the MRI, the implant area was swollen and magnet dislodgement has been confirmed. Subsequently, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2026, to reposition the magnet back into correct position. The implanted device remains.